Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that they were told by the reps the ins battery was getting very weak like, 4 months ago. And surgical replacement was planned with hcp for the 30th. However, because of pt's health insurance and they no longer work with that doctor. Caller said, slowly over time pt noticed issues that wonder if they are caused by their ins. Now pt is having major issues that started in the past 2 days. "The thing has gone crazy", it is starting to shock the pt, they are starting to have pains in their stomach and muscle cramps in their legs. Caller said they have tried turning it off and they can't turn it off. Worked with caller to try to use the equipment to turn therapy off and caller reported the screen did not come up. They plugged it in and tried long button presses, but it did not start up. Offered to replace the handset and caller declined stating they may seek more immediate medical intervention. They may consider device removal. Redirected to hcp. Offered and sent listings. Offered to email the reps in the area. The issue was not resolved through troubleshooting. Redirected to their doctor. Caller said, pt doesn't even want to eat.